Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d10, e1 (initial reporter, event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion, health effect impact codes), h11. A getinge field service engineer (fse) inspected the unit and found that the vacuum set point value was outside the proper range. The fse cleaned the vacuum inlet filter (muffler) and re evaluated the system, confirming that the vacuum set point returned to the correct range. Perfomed all test on the unit and passed. The unit was then observed on a system trainer for more than one hour, during which it operated normally and returned to the customer.

Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump (iabp) displayed an iabp may requiered maintenance alarm. No patient was involved and no harm was reported.

Event description:
It was reported that the cardiosave intra aortic balloon pump displayed a required maintenance message. Upon inspection, it was identified that the vacuum set point value was outside the specified range. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.